Event description:
Pt admitted for left carotid endartectomy. Difficult to visualize stent after it was placed. Review of fluoro identified stent in pt's descending aorta. Pt returned to procedure room for retrieval. Stent was not retained. Introducer available for eval.